Event description:
It was reported that during an esophagectomy the device would not fire. The anvil was properly attached. A new device was used to complete the case, but the gastric portion of the anastomosis was not properly formed. They oversewed to correct. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 431a93. Additional information was requested, and the following was received: for "the gastric portion of the anastomosis was not properly formed", could you please provide more details? On the gastric side of the anastomosis a complete donut was not fully formed. Where within the gap setting scale was the orange indicator prior to firing? About halfway. What confirmation was received that the device was fully fired? Breakaway washer- sounds and tactile feedback as well as green illuminated checkmark did the device staple? Yes. Was the staple line complete? To my knowledge, yes. Were there any staples missing from the staple line? Unknown, no mention of it what was the shape of the staples (b-formation, irregular, legs straight)? Unknown, typically 3-d staples. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? On one side yes, on the gastric side no. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? No, gastric side was not. How many counter-clockwise revolutions were used to open the device? 2 full 360-degree rotations. How was it confirmed that the anvil was free from the tissue prior to removing? Yes. After firing was the adjusting knob turned ½ to ¾ revolutions? No, it was turned 2-full-360-degree rotations. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Dr. B. Who removed the device? Dr. B. Was the safety reset prior to removal? Unknown. What was the users experience with the device? Out of the ordinary and worrisome. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The anvil was received with an uncut washer and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with the returned washer and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.